Event description:
It was reported that the pt's electrode array was placed in the eustachian tube. Surgery was performed to re-position the pt's device. The pt's device re-stimulation has been scheduled.